Event description:
According to the report, three units of bioglue were returned because the tips could not be assembled to the syringe. The event occurred during a craniotomy procedure, resulting in prolonged surgery.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the standard applicator tips could not be assembled to the bioglue syringe. The tips were returned to cryolife for evaluation and an investigation was performed. Quality reviewed the records for the lot of standard applicator tips associated with this event and confirmed that all records were controlled, available for review, and met all physical specifications per the device master record. Upon visual inspection, the ports of the returned tips had polymerized bioglue throughout the interface, indicating improper attachment of the tip to the syringe. Additionally, the tips were found to misaligned. If the tips were properly aligned when attached to the syringe, they should also be properly aligned when detached from the syringe. Tips need to be properly aligned in order to ensure proper attachment to the syringe. It is possible that the reported event was due to the tips being misaligned when they were attached to the syringe. The manufacturer was notified of this issue and conducted an investigation. The manufacturer could not determine how the misaligned tips made their way to cryolife. The manufacturer has ensured that the production of the tips will take place under tightened controls to ensure that they are properly aligned. As a preventive action, the manufacturer has implemented a vision system in the assembly process to ensure that the tips are correctly aligned. The hubs in this complaint were not correctly aligned and unable to rotate into the correct position. If they are correctly aligned, all hubs can rotate and lock into place once the tip is attached to the bioglue syringe. The vision system will ensure that all tips are correctly aligned to resolve this potential issue. Any tips found misaligned by the vision system will be discarded by the manufacturer.